Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 70 units after delivering approximately 25 units. Reportedly, the cartridge was filled with approximately 500 units of insulin. Blood glucose level was 96 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.